Event description:
During a therapeutic stone retrieval procedure using a retrieval basket, the basket detached inside the renal pelvis and ureter. The wire inside the sheath was split on the proximal side of the basket. The detached portion of the device was successfully removed from the pt with forceps. There were no reports of pt injury as a result of this product problem. The pt was reported to be in stable condition, without any complications. No further info is available at this time.